Manufacturer narrative:
Device is a combination product. A synergy ous mr 3.00 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the mid-stent region were lifted and pulled distally the undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found a kink in the inner and outer shaft polymer extrusion situated at 2.8 cm distal to the distal end of the guidewire exchange port. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 27-sep-2019. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Following pre-dilatation with a 2.5x20mm balloon, a 3.00x24mm synergy ii drug eluting stent was advanced but failed to cross the lesion. No patient complications were reported. However, returned device analysis revealed stent damage.